Manufacturer narrative:
25-may-2021, product investigation results: no manufacturing cause identified based on investigation.

Event description:
Pieces of the tampon still inside me [foreign body in reproductive tract]. They came apart when I tried to take them out [complication of device removal]. They came apart [device breakage]. Case description: consumer reported via email that the tampons came apart during removal, and pieces were left inside of her. No serious injury was reported. Device lot#: data for returned product: 28 count packages 1046243046w00211 and 0232243046w04591. 14 count package 0315243046w17501.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of the tampon still inside me [foreign body in reproductive tract]. They came apart when I tried to take them out [complication of device removal]. They came apart [device breakage]. Case description: consumer reported via email that the tampons came apart during removal, and pieces were left inside of her. No serious injury was reported.